Manufacturer narrative:
No pt information was available at the time of this retrospective report. Device manufacture date was available at the time of this retrospective report. The returned product did not meet specifications. The device malfunction was confirmed and directly related to the reported event. Video graphics fan not functioning properly. A replacement part was sent to the site and the issue was resolved.

Event description:
A medtronic representative reported that the software froze during a case and the computer temperature was high. Rebooting the system resolved the issue during the case. There was no pt impact.